Event description:
It has been determined that there was ineffective cleaning and high-level disinfection of an olympus duodenoscope, model no. Tjf-160vf in-between pt procedures. The duodenoscope was processed using equipment manufactured and sold by minntech company. The minntech company equipment used to process the olympus duodenoscope model no. Tjf-160vf was the medivators scope buddy endoscope flushing aid, medivators dsd hook-up ((B)(4)) and medivators dsd edge automated endoscope reprocessor (aer). An evaluation is underway to determine the reason(s) for the ineffective cleaning and high-level disinfection of the olympus duodenoscope, model no. Tjf-160vf.